Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and a rotated heart. One clip was implanted, reducing mr to a grade of 2. On an unknown date, the patient returned to the hospital due to dyspnea and imaging showed the implanted clip had partially detached from posterior leaflet and remained attached to the anterior leaflet, causing mr to increase to a grade of 3-4. On (B)(6) 2025, an additional mitraclip procedure was performed, and one clip was implanted, reducing mr to a grade of 1.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported migration associated with partial clip movement appears to be related to patient conditions and due to a rotated heart. Mitral valve insufficiency/ regurgitation resulting in dyspnea appears to be related to the partial clip movement (migration) and disease progression. Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.